Manufacturer narrative:
Gehc recommended replacement of the compact flash card. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/26/17 phone call, 10/30/17 phone call, 11/06/17 phone call.

Event description:
The hospital reported the unit had a system reset during a case. There was no reported patient injury.